Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was not confirmed and the device operated within specification. A probable cause could not be determined. No additional event or patient information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4). Event or problem description - additional information; date received by manufacturer - additional information; additional information, device evaluation; device evaluated.

Event description:
The complaint device was returned for evaluation. The device was opened and visually inspected, and no defect was found. Receiver charge and boot testing was performed and passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. A review of the data log confirmed the reported event of loss of connection.